Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 30mm amplatzer pfo occluder was chosen for implant using a 10f amplatzer trevisio delivery system. While attempting to position the device inside the patient, the device deployed in a bulbous shape and the discs appeared far apart. The device was not released from the delivery cable while inside the patient. The device was removed and attempted to wash using saline so it would return to the normal shape, however the device remained deformed. There were no kinks or angulation noticed in the delivery system. A new 35mm amplatzer pfo occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, a video was received from the field and the video showed the device deformity (bulbous shape). However, it could not be confirmed as there was no bulbous shape deformity during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was interaction with cardiac structures during deployment but that there was no angulation or kink noticed in the delivery system. In addition, an 10f delivery system was used. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was chosen for implant using a 10f amplatzer trevisio delivery system. While attempting to position the device inside the patient, the device deployed in a bulbous shape and the discs appeared far apart. The device was not released from the delivery cable while inside the patient. The device was removed and attempted to wash using saline so it would return to the normal shape, however the device remained deformed. There were no kinks or angulation noticed in the delivery system. A new 35mm amplatzer pfo occluder was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been as a result of the interaction with cardiac structures during the attempts at deployment.

Event description:
N/a.